Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported when the tffb-26-96-zt was removed from its inner sterile packaging it was noted that there was a hair or fiber of about 5cm in length protruding from the peel-away sheath. The doctor inspected it and agreed it should not be inserted into this patient and another tffb was opened and used. No additional procedures were required as a result of this issue and there were no adverse consequences to the patient.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the device history record, quality control data, and specifications. Tffb-26-96-zt was returned partially within the packaging. The black vinyl end cap was still attached to the distal end of the device. The shipping stylet was still within the inner cannula. Biomatter was observed on the grey cannula, captor valve sleeve, and extension tube. There was no foreign matter found on the device. A dark fiber was found within the packaging near the level of the peel away sheath. A review of the device history record showed there were no non-conformances associated with the complaint device lot number 8942608. The customer reported that the 5cm hair/fiber was protruding from the peel away sheath. However, based on the visual examination performed in the lab the fiber was located in the packing and not on the device. The cause for this incident has been traced to manufacturing; quality control deficiency. Per the quality engineering risk assessment, no further risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.